Event description:
It was reported that a person using the ilet with a g7 sensor experienced low glucose readings and contacted support about whether to change the cgm sensor before or after a supply change; they were advised that the sequence does not matter, though replacing the sensor first is customary due to warm-up time. Symptoms included hypoglycemia. Outcomes included the use of oral glucose for treatment. Troubleshooting and education were completed, including guidance on sensor replacement sequencing and deferring target adjustments until consultation with the diabetes specialist. Investigation included phone-based assessment and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.